Event description:
Instrumentation malfunction during reduction of the rod led to a surgical delay of approximately 30 minutes. There was no injury to the pt.

Manufacturer narrative:
Review of the DHR for the associated product found no issues during manufacturing that could have contributed to the event. Eval of returned device could not confirm the reported malfunction. Failure to adequately lubricate instrument prior to use believed to contribute to event.